Event description:
Caller reported a cgm error and sought assistance. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset process, resolving the issue as the pump did not display the error code again, allowing the customer to successfully start their sensor session.